Manufacturer narrative:
The reported pressure transducer test failure has been confirmed during on-site troubleshooting performed by our field service engineer. The issue was resolved by replacing the expiratory pressure transducer printed circuit board (pcb). The customer kept the replaced part. Our investigation is based on device log evaluation. The reported issue is confirmed in received test logs showing that pressure transducer test had failed due to a high gain value from the expiratory pressure transducer. The logs also show that the offset value from the expiratory pressure transducer had drifted 149 mv within 17 hours. This is within allowed limits for the voltage drift which are ±300 mv from factory default but this amount of drift within such a short time is considered too large and indicates instability in the pressure sensor. The conclusion is that the pressure sensor on the expiratory pressure transducer pcb had an offset drift and caused the reported failure. The root cause of the offset drift cannot be determined since the part was not available for investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).